Event description:
It was reported that the tip of the expedium quick connect si polyaxial screwdriver broke off from the instrument during screw insertion into hard bone. The broken tip was recovered and discarded. Another screwdriver was used to insert the screw without issue. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
Device manufacture date: dec-06-2010, feb-18-2011, apr-20-2011. The expedium quick-connect single innie polyaxial screwdriver was not returned for evaluation. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of the product that could contribute to the problem reported by the customer. These product was released accomplishing all quality requirements. A complaint trend analysis was conducted and a data review has been opened to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea associated with this instrument. Without the instrument, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as a data review has been initiated. Therefore, this complaint file will be closed with no further action required at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.